Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the reporter or patient by phone. The reporter claimed that on an unspecified time on (B) (6) 2010, the patient obtained an alleged high blood glucose reading of "600 mg/dl" with the subject meter. The reporter informed the cca that the patient manages his diabetes with oral medication; however, denied that the patient took any action regarding his diabetes management in response to the alleged inaccurate result. Ten minutes after obtaining the alleged inaccurate result, the reporter claimed that the patient became shaky. It is not known what medical treatment, if any, the patient received in response to the symptom. At the time of troubleshooting, the cca noted that the reporter did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining an alleged high blood glucose result with the subject meter.